Event description:
On (B)(6) 2014, pt had surgery for ovarian cyst and the device seprafilm was implanted to prevent adhesions. After implantation of the device, pt began having severe pain, nausea, burning sensation in her back and intestines. On (B)(6) 2015, pt had a second surgery due to her symptoms and after surgery pt still has severe pain, accompanied with ibs with constipation. Pt states she has been reading about seprafilm on the internet and discovered other women are having the same issues.